Event description:
Initial report received: "a patient recently died during a lap-band procedure". Follow up with the surgeon noted that the surgery to implant the lap-band system had successfully been completed when the event occurred approximately 15 minutes later. The patient was still in the operating room being attended to by the anesthesiologist. The surgeon did not feel the event was related to the device or surgical technique, and thought the cause was either a pulmonary embolism or myocardial infarction. Autopsy results are pending. This event is being reported because allergan's approach is to resolve all doubt in favor of reporting.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of death as follows "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur." The surgeon did not feel that the event was related to the device or the surgical technique. This event is being reported because allergan's approach is to resolve all doubt in favor of reporting.